Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing shock impedance measurements over the past year with current measurements being > 125 ohms. The patient had a fall at the beginning of 2017 and the physician inquired if the fall and increasing shock impedances were related. Boston scientific technical services (ts) indicated that if they were related, an abrupt change would have been observed. More commonly, slowing increasing impedance measurements are often associated with calcification and/or ionization build-up on the shocking coils. It was also observed some variation of the right atrial (ra) lead impedance measurements but nothing out-of-range. Ts recommended performing an r-synchronous shock to obtain accurate shock impedance and monitoring the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that during shock lead impedance testing this device recorded code 1005 indicative of shorted shock. Due to the patient's advanced age and lack of tachy therapy needs it has been recommended to turn tachy therapy off however as of today the physician has not yet performed this.